Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. An invasive procedure was performed, and the lead was repositioned. No additional adverse patient effects were reported. The rv lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.